Event description:
It was reported that the patient experienced a pocket infection and erosion approximately two months after a generator change procedure. It was further noted that there was a left chest abscess related to the infection observed. The implantable cardioverter defibrillator (ICD) system was removed and following the explant procedure a pocket hematoma developed requiring evacuation. The patient was reported to be enrolled in the starfix extraction study and the product surveillance study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. A proximal portion measuring 31.5 cm, a medial portion measuring 31.5 cm and a distal portion measuring 31.5 cm were received. The analysis performed revealed no anomalies were found. The visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314trg bi-ventricular defibrillator (B)(6) 2013; 6944-65 implantable tachy lead (B)(6) 2003; 419488 implantable pacing lead (B)(6) 2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.